Event description:
Hosp personnel were notified on 1/18/95 by infant's mother, that she noticed a wire coming from 18-day-old infant's scalp on 1/17/95. The piece of wire was removed by pediatrician, who identified it as being a piece of fetal scalp electrode wire. There was no adverse outcome to the infant. Wire was not seen prior to infant's discharge from hosp.